Event description:
A surgeon reported that during surgery, a system message displayed and iop (intraocular pressure) control was unable to be used. The issue resolved after the product was replaced. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).